Event description:
The user facility reported that the device overheated and burned a patient during a procedure. Patient received a superficial burn from the device but there was no delay, no medical intervention, and no other adverse consequences.